Event description:
Patient received a right knee attune tka to treat djd. The patella was resurfaced, and unknown cement was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain and instability secondary to loosening of the tibial tray. Upon entering the joint, the tibial tray was grossly loose and debonded at the cement to implant interface. The patella was well-fixed and retained. The femoral component was well-fixed but revised to accommodate the revision construct. There was no reported product problem with the revised tibial insert. The patient received a competitor revision construct. The procedure was completed without complications. Doi: (B)(6) 2014. Dor: (B)(6) 2021. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Dmf# - 13704. Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.